Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms. No audio/beep anomaly noted during testing.

Event description:
Customer reported via phone call that insulin pump alarmed for motor error after customer had magnetic resonance image. Customer¿s blood glucose was unknown. Customer stated that insulin pump started beeping then it stopped and she had to rewind, she got motor error and all the information was erased from the insulin pump. Customer stated that drive support cap was normal and customer was able to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.